Manufacturer narrative:
The patient sample is not available for further testing and investigation. The patient sample can not be returned due to china custom's issue. Therefore, a cause could not be determined. The patient sample results were >300 u/ml with the advia centaur xp. This indicates a sample specific issue and not a lot specific issue. The cause for the discordant advia centaur xp ca19-9 results with the alternate method is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assayspecific values to evaluate quality control results."

Event description:
A false positive advia centaur xp ca 19-9 result was obtained for a patient sample during physical examination. Repeat testing was performed and the result was positive. The patient sample was tested on another advia centaur xp instrument and the result was positive. The patient sample was tested on an alternate method and the result was negative. The negative result matched the clinical picture. There is no indication of a cancer diagnosis for this patient. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.